Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a replacement procedure this implantable cardioverter defibrillator (ICD) and concomitant pacemaker exhibited undersensing of ventricular fibrillation (vf) during induction testing. The pacemaker was implanted on the right side of the patient and the ICD was on the left. The pacemaker continued to provide pacing therapy during the induced vf. Due to the automatic gain control (agc) feature in the ICD, vf was not sensed. The sensitivity on the pacemaker was increased to further detect the vf and inhibit pacing. The lower rate limit (lrl) on the pacemaker was also decreased to increase the v-v timing interval between pacing to allow the agc to sense the vf. Induction testing was not re-attempted. There was a potential of a revision procedure in the future to explant the pacemaker system. It was reported that the patient was using the pacemaker system to support pacing therapy due to post shock right ventricular noise. To date, there have been no adverse patient effects reported.